Event description:
Three cervical screw backouts were reported. No other details of the incident or patient information were provided.

Manufacturer narrative:
At this time it is unknown whether three screws had backed out or three separate incidents of screw backout occurred. No components were returned to the manufacturer, consequently an evaluation could not be performed. Info received on this incident and pt condition is minimal. Due diligence has been made to obtain further incident info. To date, no further info has been received from the surgeon or sales rep on the pt condition or incident details.